Event description:
The customer stated that the insulin pump alarmed button error. After the alarm, the display froze. The reported blood glucose reading was 150 mg/dl. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.